Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 neonate patient sample tested for bilt3 bilirubin total gen.3 (bilt3) on a cobas integra 400 plus. The initial bilt3 result from the integra 400 plus instrument was 409.6 umol/l. This result was reported outside of the laboratory where it was questioned by the physician as the prior bilt3 results for this patient were approximately 200 umol/l. The sample was repeated on the integra 400 plus instrument and the result was 207.7 umol/l. The sample was also repeated on a mindray instrument and the result was 210 umol/l. A new sample was obtained from the patient and the bilt3 result from the integra 400 plus instrument was 207.7 umol/l. There was no allegation that an adverse event occurred. The bilt3 reagent lot number was 29610901 with an expiration date of 30-jun-2019. Calibration and qc data were acceptable. Since the issue occurred only once and the repeat results were comparable to one another, both a general reagent and instrument issue have been excluded.

Manufacturer narrative:
The investigation was unable to determine a definitive root cause.